Event description:
It was reported the patient presented in clinic after receiving an alert due to high voltage lead impedance out of range. The impedance measurements in clinic were normal and no recent data supported the low measurements. After reviewing the records, it was determined to be a diagnostic anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.